Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male pt with vital signs absent, the device displayed a "check pads" message. The clinician believed treatment to the pt was delayed by three minutes. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.